Event description:
The healthcare professional reported that, during the procedure, the enterprise2 4mmx30mm (encr403012/8028694) was impeded in introducer and could not be pushed into the microcatheter. The physician only retracted the stent alone and switched to a new one to complete the procedure. The microcatheter was not replaced. There was no patient injury report. Additional information received indicated that no device damage was observed at any time, and no obstructions were noted in the introducer or y-connector. The introducer was properly flushed until liquid was visible at the distal tip. During device advancement, the introducer tip was securely connected to the microcatheter hub and locked with the rhv. No excessive force was reported during use.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. A non-sterile enterprise2 4mmx30mm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the proximal coil of the delivery wire was severely stretched and detached from the core wire. The distal tip of the delivery wire and stent remained inside the introducer. The stent was inspected under magnification, and high amounts of dried saline residues were found. A device history record (DHR) was performed, and no internal actions were identified. The customer complaint was confirmed based on the findings mentioned above. It is suggested that an adequate flush was not maintained, which can result in an increase in friction when maneuvering the delivery system. In an attempt to overcome this added resistance, excessive force may have been unintentionally applied, leading to mechanical stress on the delivery wire and ultimately resulting in its breakage. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required at this time. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following recommendations: the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.